Event description:
On (B)(4) 2012, the patient contacted animas to report the pump had intermittent power and the battery cap was loose. On an unspecified date, the patient obtained the blood glucose reading of 400 mg/dl and he experienced the symptoms of lethargy, thirst and frequent urination. The patient noted the battery cap threads were stripped and damaged, and he was unable to secure the battery cap. The patient replaced the battery to no avail. The issue was not resolved, as the patient did not have a replacement battery cap available. Troubleshooting revealed the patient had not ever replaced the battery cap. The manufacturer recommends the battery cap be replaced every six months. The patient was able to secure the battery cap using tape, and took a correcting bolus dose of insulin via the pump. He did not seek any medical attention. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the power issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
(B)(4): no defect was found against the complaint; the pump was also found to be delivering accurately as designed. Total daily dose data shows that the pump was delivering accurately and correctly reflects their programmed basal rate. No physical damage was noted to the battery compartment or battery compartment threads; no battery cap was returned so a test cap was used for testing purposes. The test battery cap tightens down securely. Current black box data shows no power loss related to the complaint. Review of the black box shows pump was used after the original complaint date and all black box data from the date of complaint has been overwritten. The pump passed a 29 hour a flow accuracy test with no power issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.